Event description:
It was reported that during the implant procedure, the lead was repositioned to find the best parameters and the helix was stuck and it was unable to continuously use. The helix had been extended and retracted several times so that it might be broken. Possible lead fracture was suspected. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.